Manufacturer narrative:
It was reported that a patient had developed vocal cord palsy following a settings increase.

Event description:
It was reported that a patient had developed vocal cord palsy following a settings increase. The reporting physician was reached out to they had no additional information and have referred the questions to the patient neurologist. No patient information has been shared at this time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.